Event description:
Hand pump has large hole in the side casing. It appears to be fully functional but site is not comfortable using it on a patient due to the damage.

Manufacturer narrative:
Device history record (DHR) review confirmed that hand pump s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found an orifice on the side of the hand pump body. Device passed all areas of functional testing for acceptance at incoming inspection. Physical damage did not impact functionality of the driver. Failure investigation for this complaint confirmed te reported issue. The customer complaint was replicated during testing, confirming the hand pump was still functional although it was visibly damaged. Root cause of the damage sustained while in the field was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the reported issue. Damage was sustained after hand pum was nsite with the customer and was investigated for functionality at customer request. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up.

Event description:
Hand pump has large hole in the side casing. It appears t be fully functional but site is not comfortable using it on a patient due to the damage.